Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. Per the physician, no biopsies were done with ion. Only the radial endobronchial ultrasound (ebus) was used to assess the nodule. When a signal was not obtained, the physician moved on to the ebus portion and obtained the diagnosis of metastatic adenocarcinoma (prostate) with ebus. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.